Event description:
During a balloon sweep in the common bile duct, the physician used a wilson-cook escort ii extraction balloon. The balloon would not completely deflate upon removal. The physician forced the balloon into the endoscope channel for removal. The procedure was successfully completed with this balloon. No injury to the patient was reported.